Event description:
It was reported that the pt received a zimmer mmc cup 60mm/52mm code r on the left side on (B)(6) 2012 and underwent revision surgery on (B)(6) 2013 due to loosening. It was also reported that the pt is morbidly obese with a bmi of over (B)(6).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).